Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly failed to charge its internal battery. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device's internal battery operated as designed.